Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0q6g6, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had no stimulation sensation and on (B)(6) 2014, she thought it quit working. The patient checked the device using the programmer, it was on, and she increased the setting. The same thing happened the other day and the patient wanted to know how high she could increase the setting. She had a loss of therapeutic effect and was still not sleeping through the night due to incontinence. The patient had spoken with a nurse and her healthcare provider instructed her not to switch programs at this point. Two weeks later, the patient thought she finally got the device set at the right setting. She was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. The patient had an appointment with her doctor scheduled for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports so far none of your programmer's can make this implant work like the trial unit. It had been a really big disappointment. The patient just got it reprogrammed again. The first one she wanted to do for a week, ran her to the bathroom every two hours and caused the patient to leak before she got to the bathroom. It also doesn't let her empty completely which causes infection.